Event description:
The customer called to report high bgs. The customer had back up plan. Troubleshooting was performed. The high-pressure test passed. In addition, the programming and histories on the pump were accurate. Instructed the customer to discontinue the use of the pump.